Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a mobile power unit (mpu) that would no longer power on. The unit was brought to the emergency department (ed), where troubleshooting attempts were done but were unsuccessful. A replacement mpu was subsequently provided, as it had been more than one year since the original unit was issued. The patient later traveled to a temporary vacation location, where the replacement mpu also failed to power on when used at home. A second replacement mpu was issued to the patient. The patient subsequently returned to the ed and was provided with an additional mpu, which functioned as intended. It is assumed that the patient has since returned to their home. A request was made for replacement of the initial replacement mpu, as it was found to be nonfunctional upon patient use outside the facility. It was also noted that similar occurrences have been observed previously, with multiple patients reporting mpu units becoming nonfunctional after leaving the facility.